Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely due to patient condition since the patient had calcification and a defect in the artery.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right groin hematoma with a "definite" relationship to the impella cp device used: ¿patient developed large hematoma in the right groin with ecchymosis of the right groin extending across the lower abdomen to the left inguinal region. The patient had a hematoma around the catheter entrance site, which was in the common femoral artery. This artery was extensively calcified and there was bleeding around the catheter with exploration. The calcified vessel was damaged by the catheter requiring patch closure. Primary closure was impossible secondary to the size of the defect in the artery and the calcification. The exposure was made more difficult by significant exogenous obesity, and ongoing slow bleeding around the catheter itself. The large defect in the common femoral artery was then closed with some difficulty due to calcification with a bovine pericardial patch and running 6-0 prolene simple suture. A prevena suction foam dressing was placed and the patient returned to the recovery room in stable condition.¿ the patient recovered with no sequelae. The patient survived the surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿